Event description:
After a dental impression using the 3m espe product 3m espe impregum penta a patient suffered from strong swelling in the face, especially on lips and cheeks and reddening. The patient was brought into a hospital where she stayed over night and was treated with antiallergenics. After this the symptoms vanished. After this the impression material was used again and according to the patient it caused mild symptoms which indicates an allergic reaction to polyether materials.

Manufacturer narrative:
The suspect device noted in this report has not been returned to 3m espe until the date of this report. The patient has got a long history of allergies. No other medical or quality complaints concerning the batch of the product involved in this incident are known to us. This product has been assessed for biocompatibility and has been found to be safe for its intended use.